Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level reached 549 mg/dl. To address the elevated bg level, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. To resolve the issue the customer changed the infusion set and cartridge, and resumed insulin use.